Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images show preoperative films show osteoporotic spine with a grade two degenerative spondylolisthesis at l4/5. This level has complete loss of disc space. The l5 level also has extreme disc space narrowing. Ap view shows previous decompressive laminectomy at l4 and l5 suggesting the slip is iatrogenic. Postoperative films show single level fusion with interbody cage and pedicle screws at l4/5 with excellent reduction of the spondylolisthesis. Subsequent films appear unchanged although loosening of l5 screws has been reported. This cannot be verified on these films. Surgery appears appropriate.